Event description:
The customer reported problems with image quality. No patient injury was reported.

Manufacturer narrative:
The ge service rep could not duplicate the problem, system working as intended. He will continue to monitor the system.